Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part: 413.355s lot: 33p0943 manufacturing site: (B)(4) release to warehouse date: january 07, 2020 expiry date: december 01, 2029 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021, the patient underwent open reduction internal fixation surgery for femoral neck fracture. During the surgery, the surgeon used a hexagonal locking screw (55 mm) and a large hexagon driver. But by using the hexagonal locking screw and the large hexagon driver, the procedure became complicated, and the surgery was completed within 30 minutes delay. The patient condition was stable. Concomitant medical products: unk - screw: (part# unknown; lot# unknown; quantity: unknown). This complaint involves one (1) device. This report is for (1) 5.0mm ti locking head screw self-tapping 55mm. This report is 1 of 1 (B)(4).